Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Device evaluation: one 7.5 fr. 5-lumen thermodilution catheter was returned for evaluation. Using 8x magnification there were no obvious anomalies to the balloon, lumen openings, electrical housing unit, extension lines, molded juncture hub, thermistor bead and stopcock. Catheter leak testing was performed by submersing the entire catheter with the balloon deflated, 1.50 cc of air was injected into the balloon inflation lumen and immediate balloon inflation occurred. Complete balloon deflation occurred in less than three seconds once the syringe was removed from the balloon extension line. No loss of volume, evidence of balloon or catheter leakage was observed. The products' IFU insert indicates priming volume of the distal lumen is 1.40 cc. With entire catheter submerged in water, syringe was attached to the distal extension, where 1.40 cc of air was injected into distal lumen. A stream of bubbles emerged rapidly from the distal lumen opening and also the opening located at the proximal end of the electrical housing unit. This is indicative of an interlumen crossover between the distal and electrical lumens. Manual occlusion of the distal lumen opening was performed during injection of 1.40 cc of air into the distal lumen. Bubbles emerged from the opening at the proximal end of the electrical housing unit only. Per IFU insert, priming volume of the proximal lumen is 1.20 cc. With entire catheter submerged in water, 1.20 cc of air was injected into the proximal lumen. A stream of bubbles emerged from the opening at the distal end of the proximal lumen. Manual occlusion of the proximal lumen opening occurred while 1.20 cc of air was injected into the proximal lumen; syringe plunger bounced back, with no evidence of catheter leakage observed. Per IFU insert priming volume of the infusion lumen is 1.10 cc. With entire catheter submerged in water, 1.10 cc of air was injected into infusion lumen. A stream of bubbles emerged from the opening at the distal end of the infusion lumen. Manual occlusion of the infusion lumen opening occurred while 1.10 cc of air was injected into the infusion lumen; syringe plunger bounced back, with no evidence of catheter leakage observed. In order to determine the location of the interlumen crossover, the catheter was sectioned approximately 15.0 cm from the distal end of the blue molded juncture hub. Using 8x magnification, testing was performed to the section of catheter that contained the extension lines. The entire section of catheter was submerged in water, with distal end of the sectioned catheter occluded. Syringe was attached to the balloon extension line, where the proper volume of air was injected into each lumen. The syringe plunger bounced back during pressurization of the balloon inflation, infusion and proximal lumens. No evidence of leakage was observed along the sectioned catheter. However, during pressurization of the distal lumen with 1.40 cc of air, syringe plunger did not bounce back. Bubbles were observed emerging from the opening at the proximal end of the electrical housing unit. The blue molded juncture hub was then sectioned; voids were observed within the juncture hub. A review of the catheter device history records was performed with no relevant findings. An IFU is included in the catheter kit with warnings, precautions and instructions for the use of the thermodilution catheter. The reported complaint of a catheter leakage was confirmed during inspection of the returned sample. Pressurization of the distal lumen resulted in leakage from the electrical lumen, which is indicative of an interlumen crossover between the lumens. The interlumen crossover was attributed to a potential manufacturing cause. Voids were observed within the molded juncture hub. A nonconformance was initiated to investigate this issue further.

Event description:
It was reported that while administering fluid, it began to leak out of the connector to the port of the hzv-computer. As a result, the physician used another sample. There is no further information available.